Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not alerting when blood glucose was high or low. Customer reported that blood glucose had been 345 mg/dl and 44 mg/dl and insulin pump did not alert either levels but alert would show in history. Customer was advised that radio frequency communication was not received by insulin pump and as a result, insulin pump would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked belt clip slot.